Event description:
It was reported that the flouro-4 silicone ureteral stent was found to be broken when the package was open.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The device was not used for the treatment. The device had not met specifications. The device was affected by the reported failure. Visual evaluation of the returned sample noted that one opened (with original packaging), unused fluoro 4 coil stent. It was noted that the stent had been broken near the 4-shaped end. This does not meet the specification "no components are to be missing or damaged". Although the reported event was confirmed, the root cause could not be determined. A potential root cause of this failure could be due to lack of training. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labelling could not have prevented the reported failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flouro-4 silicone ureteral stent was found to be broken when the package was open.